Event description:
The suction canisters are designed to work with a portable suction unit kept on the crash cart. When checking the cart each day the suction equipment is tested. On several occasions, the lid of the suction canister cracked when the suction was tested. This occurred with more than one unit. The lid of one canister imploded into the canister when suction was tested. The lids seem exceptionally brittle and crack easily. It was noted that a lid from a prior shipment was more translucent in color and appeared to be more flexible. There weren't any issues with that lid. The lids in the new case of product also appear to be more translucent and flexible. The lids that were problematic are opaque.======================manufacturer response for disposable collection canister, 1500 ml, stem inlet, (brand not provided) (per site reporter).======================the manufacturer stated they had not received any similar reports. They shipped a new case of canisters to us and the sales representative intends to pick up the item when he is in the area.